Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the motor sounds like its running but it is not working. No patient injury was reported.

Manufacturer narrative:
Other text: additional information provided in h6 and h10. The device was returned for evaluation. Visual and functional testing were performed. The tamper seal was removed/broken, the lens was scratched, the downstream occlusion sensor was cracked and the case was separating. No evidence was found on the error log review. The customer reported problem was not duplicated. No issue was found with the function of the pump's motor. No further actions were needed to correct the reported problem. The product's history records were reviewed and there were no service issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b5: additional information received by on (B)(6)-2022 via email and attached to complaint object: the work order was put in by the secretary for biomed to pick up. Performed functional test, and it was not priming, there was no flow, that is why the device was sent it in for service. Event date was updated from unknown to 12-nov-2022.h6: event problem and evaluation codes: updated.h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.